Event description:
An angio-seal device was deployed in 2003. The patient complained of feeling ill, had a 101.3 fever three days post deployment and was admitted to the hospital. Swelling and a hematoma were noted at the insertion site 4 days later. The patient was diagnosed with a fungal infection which was treated with vancomyacin. The patient was discharged 3 days later.